Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer called in states the meter reads hi. Customer denies need for medical attention at the time of call and denies signs and symptoms of high blood glucose. Customer advised to seek medical attention if she begins to feel symptoms of high blood sugar but customer states she feels fine. Customer's normal range is 75mg/dl-150mg/dl. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 550mg/dl using and 574mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 5/13/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: hi (B)(6) 2016 07:15 pm fasting:no, hi (B)(6) 2016 06:59 pm fasting:no. Hi (B)(6) 2016 06:57 pm fasting:no, the 272mg/dl (B)(6) 2016 03:30 pm fasting:yes, the 53mg/dl (B)(6) 2016 10:40 pm fasting:yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer called in states the meter reads hi. Customer denies need for medical attention at the time of call and denies signs and symptoms of high blood glucose. Customer advised to seek medical attention if she begins to feel symptoms of high blood sugar but customer states she feels fine. Customer's normal range is 75mg/dl-150mg/dl. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 550mg/dl using and 574mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 5/13/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.